Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prostate procedure, two fibers failed due to "broken fiber direct shot" was noted. The first fiber failed at 67,577 joules and 16:07 minutes of use. The second fiber failed at 51,990 joules and 10:48 minutes of use. The case was completed using an alternate procedure (resection/turp). Patient outcome: no patient or user injury was reported. This report is for the first fiber.